Manufacturer narrative:
Patient weight not available for reporting. Date patient pain began is not known. This report is for two (2) unknown cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent an open reduction internal fixation(orif) of the distal tibia. On unknown date post-operatively, the patient reported having pain. Patient was returned to surgery on unknown date where surgeon removed three (3) screws from the implanted hardware. A 3.5 mm cortex screw and a 3.7 mm cannulated locking screw were removed without incident. The third screw, a 3.5 mm cortex screw, was stripped and then broke off while attempting the removal. The head of the screw was retrieved, the shaft remains embedded in patient¿s bone. Surgery was completed with a delay of approximately 30 minutes. Patient reported in stable condition. This report addresses patient¿s pain which resulted in removal surgery. The screw that broke intraoperatively is addressed in (B)(6). This report is for two (2) unknown cortex screws. This is report 1 of 3 for (B)(4).